Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged, distorted and bunched distally towards the mid-section of the stent body. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was returned within delivery guide catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device was unable to cross the lesion and during removal, the device was caught in the guide catheter. The promus premier¿ dfu states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After rotational atherectomy and predilation were performed, a 2.25x32mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. During removal of the 2.25x32mm promus premier¿ stent, the stent was caught in the guide catheter and it was noted a stent strut was bent up off the balloon delivery system. The physician then readjust the stent and the device was removed after several attempts were made to pull it out. The procedure was completed with a 2.25x32mm stents. No patient complications were reported and the patient was not harmed.

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After rotational atherectomy and predilation were performed, a 2.25x32mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. During removal of the 2.25x32mm promus premier¿ stent, the stent was caught in the guide catheter and it was noted a stent strut was bent up off the balloon delivery system. The physician then readjust the stent and the device was removed after several attempts were made to pull it out. The procedure was completed with a 2.25x32mm stents. No patient complications were reported and the patient was not harmed.